Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. (B)(4), no code available (intervention required to stop bleed). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastric biopsy procedure performed on (B)(6) 2011. According to the complainant, the procedure was completed successfully with six biopsy samples collected from the patient's corpus of the stomach. It was reported that there were no complications during the procedure, and no issues while using the device. The procedure was completed with the same radial jaw 4 single use biopsy forceps standard capacity device. Later that same day the patient presented bleeding and hemostatic clipping was applied at the site to control the bleeding. After the hemostatic treatment the patient was discharged home in stable condition.